Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
Hold vm 10.24 it was reported that bd insyte autog bc pnk 20ga x 1.0in needle did not retract. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. I have noticed over the past few shifts that I have had difficulty successfully starting ivs with 20 gage catheters. Noted problems have been difficulty advancing and retracting the needle. The catheter seems to get stuck. They also don¿t seem to be as sharp as they should be. I have spoken with multiple other providers and they have had similar experiences with both. Date of incident: (B)(6) 2023 or an unknown date (over the past few shifts)? Description of incident: I have noticed over the past few shifts that I have had difficulty successfully starting ivs with 20 gage catheters. Noted problems have been difficulty advancing and retracting the needle. The catheter seems to get stuck. They also donâ¿¿t seem to be as sharp as they should be. Was an injury/death involved: no injury/death. Injury/death further information: n/a. Product available for return?: yes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.